Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2022-00254. A physician reported the patient had a previous valve and ventricular catheter implanted in the chest with a v-p shunt in (B)(6) 2018. Due to suspicion of obstruction a new certas valve (828806) and ventricular catheter (ns9001) were added on the opposite side and implanted in the chest on (B)(6) 2019. The valve and ventricular catheter implanted on (B)(6) 2019 were removed on (B)(6) 2022, and only the valve was replaced on (B)(6) 2022. Based on information provided, it is unknown if the patient experienced any signs and symptom. It is also unknown the failure of the removed valve and catheter. The valve and ventricular catheter implanted in (B)(6) 2018 are still implanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.